Event description:
During product evaluation failure code 810:11 was found. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(6) 2007. Evaluation summary: failure code 810:11 was confirmed. Inspection of the device found that the cause of the failure code was due to debris in the pump-head module channel. The pump-head module channel was cleaned.